Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they would receive an unexpected restart alarm with every battery replacement. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.